Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had no delivery issues. The customer¿s blood glucose level was unknown at the time of incident. The customer upgraded to new pump. The customer declined to transfer to helpline.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No bolus anomaly noted. Device passed the delivery accuracy test at 0.08710 inches. Device received with minor scratches on display window, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and cracked on display window noted. No back light anomaly noted. (B)(4).